Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 493732, mfd. 08/01/16, exp. 2021-08-01, (B)(4); 2nd (middle): ifuse implant, p/n 7035-90, lot# i0a19, mfd. 05/20/14, exp. 2019-05-20, (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493593, mfd. 12/18/15, exp. 2020-12-18, (B)(4).

Event description:
In (B)(6) 2016, the patient had right side si joint arthrodesis where three implants were placed. The patient later presented to the surgeon with radicular pain complaints. The surgeon determined that the implants were well positioned, but the patient wanted them removed. In (B)(6) 2018, the surgeon removed the si joint implants using chisels as they were all solidly fixed in bone. No bone graft or additional hardware were used. The status of the patient following the revision procedure is not known.